Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 mesh was implanted concurrently with an abdominal sacrocolpopexy and burch cystourethropexy. It was reported that the patient underwent repair with rectus immobilization on (B)(6) 2009 due to ventral incisional hernia. It was also reported that patient underwent the repair of incisional ventral hernia with unk mesh on (B)(6) 2010 due to left lower quadrant hernia. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat prolapse. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05224. The same patient is represented in each medwatch.